Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
The guide wire was returned in the returned goods (rg) lab with the following damages noted: the core is separated, and the proximal end of the black polymer coating is bunched, torn, peeled, and folded distally over itself. There was no information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The core was separated, and the proximal end of the black polymer coating was bunched, torn, peeled, and folded distally over itself. Based on a visual and dimensional analysis inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial medwatch report, it was reported that the whisper guide wire became stuck in the lead and could not be removed. The lead was not used and a new lead was implanted. Additional information received from the account confirmed that the guide wire used during the procedure was a boston scientific acuity whisper guide wire, not an abbott vascular whisper guide wire. Reportedly, there were no abbott vascular devices used in this procedure.